Event description:
It was reported that a da vinci-assisted radical cystectomy with intracorporeal ileal conduit creation, bilateral ureteral stent placement, and bilateral extended pelvic lymph node dissection was performed. There were no intraoperative complications. The initial post-operative course was uncomplicated and the patient was discharged on post-operative day (pod) 5. The patient ultimately expired on pod 50 due to subsequent complications. The patient presented to the emergency department on pod 8 with intra-abdominal fluid collection and subsequently developed signs of septic shock and acidosis and was stabilized with vasopressors. During emergent exploratory surgery 2 liters of frank stool was found in the abdomen, and a large abscess in the pelvis was irrigated and suctioned out. A 1 cm mid-ileal anti-mesenteric small bowel perforation was found and resected. Additionally, the common enterotomy and distal ileal-ileal anastomosis staple line was completely disrupted with frank leakage of stool; the area was resected (20cm total) and repaired. The patient remained critically ill after this procedure. A subsequent exploratory laparotomy on pod 10 occurred and per the operative notes, a right colectomy, abdominal washout, ileocolic anastomosis, small-bowel to small-bowel anastomosis, placement of a wound vac and fascial closure were completed. Examination of the ileal conduit from the original robotic procedure by urology found no signs of leakage; the anastomoses at the conduit itself as well as the ureters appeared viable without signs of necrosis or ischemia. Notes at pod 33 document a post-procedure course that included acute renal failure requiring dialysis, acute hypoxic respiratory failure requiring ventilation, urine leak requiring bilateral nephrostomy tube/drain placement, septic shock requiring ongoing vasopressors, multiple antibiotics related to anastomotic leak, fungemia, and lower abdominal midline wound dehiscence with purulent drainage. No additional information was provided up to the provided death certificate at pod 50 which listed cardiac arrest, sepsis and abdominal infection as cause of death.

Manufacturer narrative:
A review of the system logs found that no relevant errors occurred during the procedure. Log review of the five subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the event. Review found that the system functioned normally, no intraoperative events or issues were observed. The following concomitant products were used during this procedure: 30 degree endoscope plus, vessel sealer extend, monopolar curved scissors, cadiere forceps, maryland bipolar forceps, sureform 60 stapler, large needle driver, large suturecut needle driver. A site history review found no related complaints were received for the instruments used during this procedure. A device history record (DHR) review for the device(s) used during the procedure found no non-conformance's were identified to be related to this event. The stapler instrument logs for this procedure found a sureform 60 stapler instrument was used to fire 12 reloads without any issues observed in the logs. The vessel sealer instrument logs found one cut failure on the instrument's 15th cut attempt. The logs indicate there were two times where the vessel sealer extend jaws were open too much to initiate a cut of the tissue within the jaws. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had a prior history of prostate cancer and prior prostatectomy who was undergoing a cystectomy for bladder cancer with creation of an ileal conduit. The procedure reportedly went well and no intraoperative issues were noted. Post-operatively, the patient developed a small bowel leak several days after the robotic procedure from the anastomosis where the ileal conduit was harvested. The reason for the leak and potential factors which may have led to the leak is not provided. The patient underwent multiple additional procedures as noted above following the initial complication and eventually died several weeks later. No allegation was made against any intuitive surgical product or instrument from the initial procedure. Based on the information provided in the summary of events, insufficient information is provided to determine if any intuitive surgical product or instrument contributed to this event.